Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing pump stops, low speed advisory alarms, and low flow alarms when connected to the power module with their power module patient cable. It was recommended that the patient stayed on batteries. Short-to-shield of the driveline was suspected. Two non-grounded patient cables were requested, as the patient was not a candidate for a percutaneous lead repair. The patient was seen in clinic on (B)(6) 2022 for a log file analysis. The log files confirmed low speed advisories and low flow hazards while using the power module on (B)(6) 2022. X-rays of the percutaneous lead were taken on (B)(6) 2022 which revealed no obvious signs of breaks in the line. Short to shield was confirmed and the patient was to remain on a no-ground cable and be watched for further short to shield episodes.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log file provided by the account confirmed low speed events on (B)(6) 2022; however, no pump stop events were observed. Although a specific cause for these events could not be conclusively determined during this evaluation, based on previous complaint history, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file contained data from 15:00:41 on (B)(6) 2022 through 16:18:38 on (B)(6) 2022, per the timestamps. Several low speed events were captured on (B)(6) 2020 between 12:36:13 and 12:37:53, while the patient was connected to the power module. Speed reductions as low as 2790 rpm (approximately 5210 rpm below the low speed limit) were observed which resulted in low speed advisory, low speed hazard, low flow hazard, and low speed operation alarms. These events also appeared to be associated with pi events as well as an elevation in pump power up to 7.3 watts. No pump stoppages were recorded throughout the log file. Excluding the low speed events, the pump operated above the low speed limit. Despite the observed events, the pump appeared to function as intended. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook rev. C are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.